Event description:
Event discription guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited noise recorded on the stored electrograms. Two of the episodes were detected in the monitor only (mo) zone and one in the ventricular tachycardia (vt) zone. The episode in the vt zone did not last long enough to deliver therapy. Rate sense parameters are within normal limits. The patient is pacemaker dependent and there was some pacing inhibition noted.